Event description:
The manufacturer received information alleging an error code related to the charging unit was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an error code related to the charging unit was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The blower calibration was performed to address the issue.